Event description:
Internal battery error e-193. A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an internal battery error (e-193) was observed on the device's error logs. The device's internal battery was replaced to address the issue. The device's detachable battery was also replaced to prevent future issues.